Event description:
It was reported that foreign material was found in the channel tube of the gastrointestinal videoscope. The issue occurred during preparation for use of an unspecified procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing was not completed due to occurrence of leakage at switch (sw1) which led to foreign material remaining in biopsy cylinder. The event can be detected/prevented by following the instructions for use (IFU)(section(s)))which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.